Event description:
The customer reports that the v60 touchscreen does not work anymore and wants service by a technician. It is unknown if the device was in use on a patient at the time of the event; however, there was no patient or user harm reported. A philips field service engineer evaluated the device and determined that there was a problem with the touchscreen and the navigation ring. The touch screen was replaced to address the touchscreen issue, and the front bezel was replaced to resolve the navigation ring problem. Screen calibration and complete functional test were performed.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10 the faulty touchscreen was returned to philips for failure investigation. The failure investigation technician reported that the touchscreen passes all diagnostics testing, and resistance measurements are within specification. The touchscreen functions as designed.

Manufacturer narrative:
It was reported that there was no patient involvement when the issue occurred. No patient or user harm reported.